Event description:
Blue thumb slide on sets were too tight causing the infusion set to push away from the mechanism and not allowing the blue slide to open. We also found that the bad sets did not allow the fluids to flow freely and caused upstream occlusion alarms with the signature infusion pumps. Affected sets were manufactured on 12-05 and 1-06. Tested infusion sets in biomed shop and verified problems.